Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was explanted and replaced during a generator change out. High pacing lead impedance was noted but not out of range. No externalized conductors were observed. The patient was stable post procedure.

Manufacturer narrative:
A partial lead with the lead tip measuring 53.0cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal.